Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that ground wire (p) on the heater cable of the 2008t machine was burnt, brittle, and snapped. No damage was identified on the heater. The reported issue was discovered upon machine evaluation for a low temperature issue. No related errors or alarms were received. The biomed was advised to swap the heater cable. Additional information was obtained during follow-up. The biomed stated there was no observed burning smell, smoke, spark, flame, arcing. The biomed stated that the machine has approximately 26,000 hours and that the ground wire is the original fresenius part on the machine. The biomed replaced the ground wire however the issue persisted. The distribution board and heater were also ordered and replaced which resolved the reported issue. The machine is back in service without any issues. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the samples were discarded and are not available for return to the manufacturer for physical evaluation. However photographs were reported to be available and have been requested.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that ground wire (p) on the heater cable of the 2008t machine was burnt, brittle, and snapped. No damage was identified on the heater. The reported issue was discovered upon machine evaluation for a low temperature issue. No related errors or alarms were received. The biomed was advised to swap the heater cable. Additional information was obtained during follow-up. The biomed stated there was no observed burning smell, smoke, spark, flame, arcing. The biomed stated that the machine has approximately 26,000 hours and that the ground wire is the original fresenius part on the machine. The biomed replaced the ground wire however the issue persisted. The distribution board and heater were also ordered and replaced which resolved the reported issue. The machine is back in service without any issues. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the samples were discarded and are not available for return to the manufacturer for physical evaluation. However photographs were reported to be available and have been requested.